Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: unique device identifier (UDI): (B)(4). Visual and functional inspections were performed on the returned device. The reported inflation difficulty was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion in the proximal ramus. A 2.75x12mm nc trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion. An attempt was made to inflate the balloon and the balloon did not inflate. It is unknown if the balloon partially inflated or completely failed to inflate. The nc trek was removed and a new nc trek was used to further dilate the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.